Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was reported damage/rupture of the tube near the pump. Another titan was implanted.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed rough and irregular surfaces were noted at the detachment site of the short exhaust tube of the pump. This was not a site of leakage. Rough and irregular surfaces were noted at the detachment site of the exhaust tube of cylinder 1. This was not a site of leakage. Surface abrasion was noted on the inlet and both exhaust tubing of the pump. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. Uniform striations were noted on the surface at the detachment site of the exhaust tube of cylinder 2. This was not a site of leakage. The information received indicated the exhaust tubing had ruptured. No functional abnormalities were noted with the returned components; however rough and irregular surfaces were noted on the shorter exhaust tube of the pump and exhaust tube of cylinder 1. The abrasion noted that the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the shorter exhaust tube of the pump. A separation of this type could then result in the device being inoperable. Therefore, based on information received and evaluation results, most likely, the failure site noted was at the shorter exhaust tube of the pump. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.